Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: a trend analysis was not possible to perform, as the reference number was not available. Event summary: it was reported that the patient had osteolysis and breakage of the pin of a durom hip resurfacing system. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a durom femoral component was implanted in 2005. (The exact date of implantation is unknown therefore the last day of 2005 was taken as implantation date.) The patient underwent a revision surgery on (B)(6) 2016 due to breakage and osteolysis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a durom femoral component was implanted in 2005 (the exact date is unknown). The patient underwent a revision surgery on (B)(6) 2016 due to breakage and osteolysis.